Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on (B)(6) 2013 who had essure (fallopian tube occlusion insert) inserted and experienced u/s (ultrasound) shows right side shot up in the fallopian tube, she did not get her period anymore, itching all over, rash all over, blurry vision, weight gain of 30 pounds, and headaches. No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted for sterilization. It was not reported whether essure was used previously. About two weeks after essure insertion the consumer developed pelvic pain alternating left and right sides. It was so bad that she wants the essure out. In (B)(6) 2012, she went to the emergency room for pain and an ultrasound showed the left coil was in correct placement, but the right side shot up in the fallopian tube. On an unspecified date, the hsg (hysterosalpingogram) was performed but consumer did not know the results. Other strange symptoms she was presenting included: did not get her period anymore, intermittent stabbing pain on the left and right pelvic sides, itching and rash all over (used creams but no improvement), and worse of all blurry vision when her pre-essure vision was very good, weight gain of 30 lbs, and headaches. Essure was not removed. Reporter causality: the relationship between u/s (ultrasound) shows right side shot up in the fallopian tube, she did not get her period anymore, itching all over, rash all over, blurry vision, weight gain of 30 pounds, headaches and essure was not reported. Follow up information received on 10-feb-2014: consumer had 2 emergency visits. One of her coils broke apart in her tube and the other because she had the following symptoms: major weight gain (25-30 pounds), severe stomach bloating, intense intermittent pain in her tube area, periods 2- 3 times a month, spotting all through the month, vision problems, headaches, abdominal pain in other areas, intense pain especially right side ovary (fallopian tube area where the coil broke apart), rash and severe skin itching. Consumer reported that she wants essure removal. Essure was not removed yet. Follow-up - ptc investigation result was received on 11-apr-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Additionally reported events of device dislocation and breakage are also not necessarily indicative of a quality defect. No complaint sample was provided for further technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Follow-up information was received on 21-jul-2014. Consumer stated she had the essure procedure done. She had the device malfunction inside of her and I had to have it removed. One of the coils got broke all apart and was piercing through different parts of my fallopian tube. The left side was perfect, but the other side was completely mangled causing her pain and bleeding, like 27 days of the month. She has six kids. The doctor told her it had malfunctioned and it needed to be removed as soon as possible. She had it removed in (B)(6) 2014. He gave the coils to her in a jar and he showed how bad it was and said, 'no wonder why; it is complete device malfunction. Case was upgraded to incident due to essure removal. No further information was provided. Follow up information received on 21-jul-2014: this is a potential legal case. Consumer sent a letter requesting reimbursement stating that essure was broken/ mangled. She also forwarded a letter from physician. This case is medically confirmed. Essure was inserted on (B)(6) 2012 (not on (B)(6) 2013 as previously added in the narrative) and no coil could be seen extruding from the right tubal ostium, but it was confirmed that it had been deployed from the device. Both coils went into the tubes easily with no resistance the introducer did not slide out easily on the right side, and the tail of the coil was not seen after placement. Otherwise it went easily. She called 3 days later with left sided discomfort that was not severe, stopped her micronor after the procedure (not sexually active), and has had a few bleeding episodes since, some bilateral pelvic pain since the procedure, which was better at that time. Shortly thereafter, she presented right sided pain. A follow-up ultrasound showed that both coils were present in the adnexae, and a plain film showed that the right essure coil was fractured. Since that procedure she has experienced chronic pelvic pain that she has not been able to control. She reported to physician that while her symptoms have been worse on the right, they have persisted on both sides. She thus felt strongly that she wants to have both essure coils removed, in the hope that it would improve her symptoms. She additionally stated to physician abnormal uterine bleeding, for which physician recommended a full evaluation that she undergo a diagnostic laparoscopy to evaluate her adnexae and the coils (particularly the fractured right sided coil), removal of the coils, and endometrial evaluation with dilation and curettage and hysteroscopy. Physician believed that those procedures were medically necessary for her chronic pain, device malfunction (with the fractured coil) and abnormal uterine bleeding. On (B)(6) 2012 consumer went to the emergency department for pain and bleeding, the essure coils appeared to be in the bilateral tubes by ultrasound, and kub showed no sign of obstruction, and a break in the right sided essure coil, which was proximal, with a small end of the coil separated from the rest of the device, sitting in the cornua. Radiology report included: no evidence of high-grade bowel obstruction, bilateral fallopian tube coils were in place with fragmentation of right-sided coil (linear echogenicity in the area of the fallopian tube and extending into the cornua corresponding to essure) and right ovarian cyst. No further information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and u/s shows right coil shot up in the fallopian tube/ one of the coils was piercing through different parts of my fallopian tube, spotting all through the month/ bleeding like 27 days of the month , one of the coils broke apart in my tube/ was completely mangled the introducer did not slide out easily on the right side and abnormal uterine bleeding. U/s shows right coil shot up in the fallopian tube/ one of the coils was piercing through different parts of my fallopian tube, spotting all through the month and abnormal uterine bleeding were considered serious due to medical importance and are listed according to reference safety information for essure. The event one of the coils broke apart in my tube/ was completely mangled was initially reported as one of the coils broke apart in my tube and considered non-serious, near-incident, however upon receipt of follow-up information it was regarded as serious, since the consumer stated that essure was removed. Although the exact removal procedure was not reported, when essure removal is necessary it will likely require surgery; therefore all the above reported events were considered as incidents. Bleeding may occur after essure insertion .there is also a possibility that patient experienced bleeding after essure micro-insert placement procedure. In this particular case was stated that consumer experienced , spotting all through the month/ bleeding like 27 days of the month and abnormal uterine bleeding. In this particular case, a right side essure coil breakage and perforation were reported, the exact date and mechanism of these events were not known, however given their nature they were, in addition to the reported bleeding, considered as related to essure therapy. Additionally the non-serious events were reported. According to the product technical complaint investigation based on the information available, there is no reason to suspect a quality defect of the product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs